Event description:
It was reported that the neurostimulator is not working effectively for the treatment of fecal incontinence (fi) after one year of implantation. The patient is experiencing lack of efficacy and worsening sciatic pain requiring lower back surgery. Additionally, the patient was hospitalized. Reprogramming was performed post 3 months after the year follow up in (B)(6) 2025. Additional information reported and sciatic pain has been resolved; however, fi remains ongoing. There were no additional patient complications.

Manufacturer narrative:
Block d2b: additional pro code qon. Block g4: additional premarket / 510 (k) p190006.